Event description:
Boston scientific received information that this right atrial (ra) lead exhibited dislodgement and the patient experienced muscle stimulation. This lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to the product investigation result received.

Manufacturer narrative:
The allegation of dislodgement or muscle stimulation could not be confirmed. However, the lead is twisted between 248-260mm from the terminal pin.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited dislodgement and the patient experienced muscle stimulation. This lead was explanted. No additional adverse patient effects were reported.